Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to customer's blood glucose level. Customer declined tandem technical support's offer to troubleshoot.